Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked and there was moisture within it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump¿s black box revealed one unexplained power interruption. The battery compartment was found to be cracked alongside the pump and above the bumper pad. The battery cap was found to be stripped and unable to maintain an electrical connection. The pump lost powered and rebooted. The battery cap contacts were found to be within specification. A test cap was used for testing purposes. The pump powered on with normal alarms. The pump was exercised for 24 hours with a test cap with no further power issues occurring. There was corrosion found inside the battery compartment. The pump was opened ad there was moisture damage found inside the pump case.